Event description:
Patient had an agento endotracheal tube which kept breaking apart. The adaptor would not stay secured to the actual endotracheal tube, resulting in numerous accidental disconnections from the mechanical ventilator.device had been in use approximately 24hr before problem began occurring. Physicians have seen this issue at least twice already.======================health professional's impression======================the connector is silver coated and this wears off, possibly causing the connector to separate from the ett. The tube is very pliable and the adapter works its way apart.======================manufacturer response for ett adapter, agento icett======================they have not identified other accounts having a similar problem and they were going to send a replacement case.